Manufacturer narrative:
Additional information: the system was examined and the company representative was unable to replicate any issue related to the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The system was manufactured on october 30, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that a power source failure caused multiple port lights to not function after a procedure. There was no patient involvement.